Event description:
The facility reported an infusion pump with a constant air detection alarm. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep did not know whether or not there had been any pt injury or need for medical intervention reported. No additional info was available.